Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5520b200; triathlon prim cem fxd bplt #2; lot# s4a3m. Cat# 5510f301; triathlon cr fem comp #3 l-cem; lot# sxned. Cat# 5550-g-278; triathlon symmetric x3 patella; lot# j4aw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pr was raised from a medical review. The patient had left knee arthroplasty on (B)(6) 2011. A quad repair was carried out six months post implantation. Revision surgery took place on (B)(6) 2012 due to instability whereby the insert was revised. Revision surgery took place on (B)(6) 2016 due to subsidence and instability whereby all components were revised. This pr is for the revision for quad repair in or around (B)(6) 2011.